Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient had developed an infection at the lead site. The patient¿s wound was not healing and there were discharges. The patient was prescribed antibiotics. The physician believed it was a procedure-related infection.

Event description:
A report was received that the patient had developed an infection at the lead site. The patient¿s wound was not healing and there were discharges. The patient was prescribed antibiotics. The physician believed it was a procedure-related infection.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed an infection at the lead site. The patient¿s wound was not healing and there were discharges. The patient was prescribed antibiotics. The physician believed it was a procedure-related infection.